Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Prior to deployment of the closure device, transesophageal echocardiogram (tee) showed no presence of a pe. The closure device was deployed and recaptured twice to achieve release criteria. After the closure device was implanted a pe measuring 2cm was discovered via (tee). Cardiac tamponade and hypotension occurred. The patient was transferred to a different hospital where a computed tomography guided pericardial tap was performed. The patient fully recovered.